Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event detected on a dexcom g7 continuous glucose monitor with a nadir of 41 mg/dl over about one hour, cause unknown, and self-treated with approximately 41 grams of carbohydrates including glucose tablets and orange juice. Symptoms included hypoglycemia, though the patient reported no associated physical symptoms at the time. Outcomes included that medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that there was insufficient information regarding a device problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.